Event description:
Rayner has received an initial contact from mr (B)(6). He comments that "all lenses were loaded by a theatre sister with 25 years of experience as an ophthalmic theatre nurse, but only about 2 years (maximum) experience of loading iols. Case with amputated haptic: iol explanted a second iol implanted normally. Delay was less than 5 minutes.

Manufacturer narrative:
A review of mfg records for iol and injector did not show any issues or concessions noted against the c-flex aspheric 970c lens or the rayner r-inj-04 single use soft tipped injector. Rayner has not received any other complaints against the lens lot number 041e21632 or the injector lot number b148. The c-flex aspheric 970c lens is not available in the united states of america. (B)(4).